Manufacturer narrative:
The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) troubleshot the issue with the customer via telephone. The fse determined the console was not properly seated in the iabp cart, which resolved the issue. The iabp unit was cleared for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) would not power on and the batteries were not charged. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power on, the batteries were not charged. There was no patient involvement, and no adverse event reported.